Event description:
It was reported that the physician went to implant the patient's original ambicor penile prothesis (app) but couldn't because the device was completely empty of fluid. The physician used another app device to complete the surgery. There were no patient complications related to this surgery.

Manufacturer narrative:
An allegation related to a fluid leak was reported. The ambicor cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders performed within specifications. Device analysis was unable to identify a fluid leak; the device had fluid present.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the physician went to implant the patient's original ambicor penile prothesis (app) but couldn't because the device was completely empty of fluid. The physician used another app device to complete the surgery. There were no patient complications related to this surgery.